Manufacturer narrative:
To date the device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Flowable wound dressing, expiration date: on (B)(6) 2012, was implanted during ankle debridement surgery on (B)(6) 2013.